Manufacturer narrative:
Correction: d8 was inadvertently selected. The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. The customer provided the cleaning, disinfection, and sterilization process. The scopes are rinsed before manual disinfection. The disinfectant is anios. All channels are flushed with and immersed into the disinfectant. Filtered water is used for rinse after disinfection. The water filter is replaced periodically in accordance with the IFU (instructions for use). The automated endoscope reprocessor (aer) used was soluscope 3. The aer detergent is anios and the aer disinfectant is anios. The scopes are dried using aer/wd dry process and by blowing filtered compressed air. The storage practice is surestore company cantel. After the device was returned to olympus, it was sent to an independent laboratory for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. One (1) colony forming unit (cfu) of revivable micro-organisms were identified. As a result of the test results, the scope will undergo additional culturing, which is currently pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii gastrointestinal videoscope tested positive for 3 colony forming units (cfus) of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned and evaluated. There was water leakage in the scope cover, the plastic distal end cover insulation was less than the threshold, the bending section glue was separated, the connecting tube had buckles and a dent, the suction cylinder was scratched, the universal cord had a wrinkle, the up/down/right/left angulation was less than the specified value, and the channel cleaning brush passage failed. The device underwent additional testing and the hygiene microbiological investigation report indicated no growth. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU), no growth was found. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.